Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Unit display properly and no anomaly noted. Unit passed the displacement test, and self-test. The test p-cap/reservoir does lock into place. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The following were noted during visual inspection: scratched case, cracked reservoir tube lip, stained keypad overlay, cracked lcd window, stained end cap sticker, stained address/serial number label. Led anomaly or cracked not confirmed. Cracked lcd window confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimied that the customer had a crack and led anomaly. The customer reported no adverse event. The event involved in the product was mmt-712wws. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-712wws was returned for analysis.